Event description:
Guide for saw blade has snapped off.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the submitted cutting guide confirmed the one of the two cutting guide bridge washer components head was no longer attached to the bridge component. The root cause is being attributed to wear out. The instrument has been subjected to heavy usage. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide (B)(4) sigma hp pat res guide has been designed and does not contain similar bridge washer to bridge features.